Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported complaint; however, the fse replaced the right mtm due to a reported issue of the mtm not clutching or engaging with the instrument once the surgeon had his head in the console viewer. System tested and verified as good. Isi did receive the mtm to perform failure analysis. The issue was confirmed in system logs however; it could not be replicated during testing on surgeon side console fixture test platform (sftp). At initial startup on the sftp, the mtm did not display system information. The unit firmware was upgraded to and then downgraded, after which the unit successfully initialized and was able to run testing. Visual inspection was completed, and no defects related to the reported issue were identified. Following software recovery, the reported field error did not reoccur and could not be replicated. All functional testing passed with no abnormal behavior observed. The probable root cause cannot be determined based on failure analysis results. The master tool manipulator (mtm) was visually inspected and evaluated for its mechanical and/or electrical characteristics. However, the failure analysis investigations and in-house testing of the returned product were not able to replicate the customer reported event.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the right master tool manipulator (mtm) at surgeon side console (ssc) 2 will not allow customer to control arm 3. Customer tried swapping arms and giving control back and forth between sscs but were still not able to take control of an arm with the right mtm. Customer had no problems with taking control of arm 1 with the left mtm. They will finish the case with the other ssc. The procedure was completing as planned with no reported injury.